Event description:
It was stated that there was a flow rate error during patient use at the facility. There was patient involvement but no patient harm reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that there was a flow error. No previous repairs were noted within the last 12 months. No physical damage or defects noted on device. Review of event history log was not related to the customer's reported issue of flow rate failure. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.